Manufacturer narrative:
The 28mm, 2.5mm diameter locking screw ((B)(4)) is provided to customers assembled ((B)(4), diameter 2.5mm locking screw x 28mm with washer) within a sterile kit (sk-12) and marked single use. The UDI referenced si for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it remains implanted and based on feedback from the surgeon, there are no plans to revise. The root cause of the screw breaking is most likely a result of non-union of the patients bone after surgery which is a known potential adverse event and identified in the instructions for use, lbl (B)(4) provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
During a conversation between treace medical concepts, inc. Employee and a surgeon on (B)(6) 2016, it was mentioned that a patient had been seen for her 8-week follow up; (B)(6) 2016, at which time it was identified via x-ray that a screw that he had placed to bridge the space between the 1st and 2nd metatarsal during a lapidus procedure on (B)(6) 2015 had broken. He stated that the patient had presented as normal and was asymptomatic/unaware that the hardware had fractured likely due to non-union. There was no reported patient impact as a result of the broken screw and no plan for revision by the surgeon.